Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a hip arthroscopy was scheduled for that day. During the operation, the new 70° optic became blurred and therefore unusable, so the surgeon decided to try and continue with a 30° optic, which was not at all suitable for the operation, so the patient's hip had to be opened to continue and finalize the operation.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blurry probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. The reported failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was reported that a hip arthroscopy was scheduled for that day. During the operation, the new 70° optic became blurred and therefore unusable, so the surgeon decided to try and continue with a 30° optic, which was not at all suitable for the operation, so the patient's hip had to be opened to continue and finalize the operation.